Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements and high capture thresholds. (B)(6) technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this lead remains in service. Additional information was received that noise, high capture thresholds and loss of capture (loc) were also exhibited on the lv lead. Reprogramming options were discussed. No adverse patient effects were reported. This device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).